Event description:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ("very heavy menstrual bleeding") in a (B)(6) female patient who had essure (batch no. 94556) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included MRI (of hip) on (B)(6) 2016, MRI (of knee) on (B)(6) 2018, gestational diabetes (fasting blood sugar has been followed up since and stayed on reference values before (B)(6) 2017) in 2008 and acid reflux (oesophageal) (diagnosed already before essure). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced tinnitus ("tinnitus"), dry skin ("dry scalp") and dental caries ("caries increased after 2013"). In 2014, the patient experienced carpal tunnel syndrome ("carpal tunnel syndrome") and raynaud's phenomenon ("raynaud´s syndrome"). In 2015, the patient experienced incontinence ("incontinence"), candida infection ("recurrent 'candidias'"), rash ("atopic rash worsened") and dyspepsia ("heartburn"). On (B)(6) 2015, the patient experienced acne ("acne diagnosed by dermatologist"), 2 years 7 months after insertion of essure. In 2016, the patient experienced breast pain ("breast soreness/pain in right breast at one point for about 6 months") and tooth injury ("enamel damage in one tooth"). In 2017, the patient experienced hypomenorrhoea ("abnormal menstrual bleeding (thinner, more clear than before, novasure didn´t stop bleeding totally)"), pain in extremity ("pain in soles"), hot flush ("hot flushes"), constipation ("constipation"), flatulence ("flatulence"), swelling ("heavy swelling"), dry mouth ("dry mouth") and insomnia ("sleeplessness 1-2 times/week") and was found to have mean cell volume decreased ("low mcv"), serum ferritin decreased ("low ferritin"), vitamin d decreased ("low vitamin-d level") and blood glucose fluctuation ("imbalance of blood sugar"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("intermenstrual bleeding"), ear pruritus ("itching of ears"), pruritus ("occasionally itching and tingling without candidiasis") and paraesthesia ("occasionally itching and tingling without candidiasis") and was found to have weight increased ("weight increase after mris"). The patient was treated with surgery (carpal tunnel syndrome operated in 2015 and 2016 and novasure on (B)(6) 2015; essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. In 2018, the insomnia had resolved. At the time of the report, the menorrhagia, metrorrhagia, hypomenorrhoea, weight increased, tinnitus, dry skin, carpal tunnel syndrome, ear pruritus, raynaud's phenomenon, incontinence, rash, acne, dyspepsia, dental caries, tooth injury, pain in extremity, hot flush, constipation, flatulence, swelling, dry mouth, mean cell volume decreased, serum ferritin decreased, vitamin d decreased and blood glucose fluctuation outcome was unknown, the candida infection had resolved and the breast pain, pruritus and paraesthesia had not resolved. The reporter provided no causality assessment for acne, blood glucose fluctuation, breast pain, candida infection, carpal tunnel syndrome, constipation, dental caries, dry mouth, dry skin, dyspepsia, ear pruritus, flatulence, hot flush, hypomenorrhoea, incontinence, insomnia, mean cell volume decreased, menorrhagia, metrorrhagia, pain in extremity, paraesthesia, pruritus, rash, raynaud's phenomenon, serum ferritin decreased, swelling, tinnitus, tooth injury, vitamin d decreased and weight increased with essure. The reporter commented: a physician sent essure removal questionnaire. Samples not available. Batch number is available. The physician has informed also (B)(6) about this removal on (B)(6) 2018. The patient´s weight increased after hip MRI 5 kg during 6 months and 4 kg during 5 months after knee MRI and exercise and diet do not affect the weight. Reason for tinnitus is not found, first visit at doctor due to tinnitus in (B)(6) 2013. Tinnitus diagnosed on (B)(6) 2013. Novasure was performed 2015 due to very heavy bleedings. The patient had repeated candidiasis in 2015, the situation settled down but she still has occasionally itching and tingling without candidiasis. She had reflux diagnosed before essure but heartburn occurred in 2015 and she has to use continuous medication, she could not be without medication. Due to soreness/pain in breast she got referral to ultrasound examination on (B)(6) 2016, she had has pain in right breast at one point for about 6 months. Imbalance of blood sugar worsened in (B)(6) 2017 ( fasting blood sugar has been followed up since 2008 after gestational diabetes). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ("very heavy menstrual bleeding") in a 38-year-old female patient who had essure (batch no. 94556-inv) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nuclear magnetic resonance imaging joint (of hip) on (B)(6) 2016, nuclear magnetic resonance imaging joint (of knee) on (B)(6) 2018, gestational diabetes (fasting blood sugar has been followed up since and stayed on reference values before autumn 2017) in 2008 and acid reflux (oesophageal) (diagnosed already before essure). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced tinnitus ("tinnitus"), dry skin ("dry scalp") and dental caries ("caries increased after 2013"). In 2014, the patient experienced carpal tunnel syndrome ("carpal tunnel syndrome") and raynaud's phenomenon ("raynaud´s syndrome"). In 2015, the patient experienced incontinence ("incontinence"), candida infection ("recurrent candidias"), rash ("atopic rash worsened") and dyspepsia ("heartburn"). On (B)(6) 2015, the patient experienced acne ("acne diagnosed by dermatologist"), 2 years 7 months after insertion of essure. In 2016, the patient experienced breast pain ("breast soreness/pain in right breast at one point for about 6 months") and tooth injury ("enamel damage in one tooth"). In 2017, the patient experienced hypomenorrhoea ("abnormal menstrual bleeding (thinner, more clear than before, novasure didn´t stop bleeding totally)"), pain in extremity ("pain in soles"), hot flush ("hot flushes"), constipation ("constipation"), flatulence ("flatulence"), swelling ("heavy swelling"), dry mouth ("dry mouth") and insomnia ("sleeplessness 1-2 times/week") and was found to have mean cell volume decreased ("low mcv"), serum ferritin decreased ("low ferritin"), vitamin d decreased ("low vitamin-d level") and blood glucose fluctuation ("imbalance of blood sugar"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("intermenstrual bleeding"), ear pruritus ("itching of ears"), pruritus ("occasionally itching and tingling without candidiasis") and paraesthesia ("occasionally itching and tingling without candidiasis") and was found to have weight increased ("weight increase after mris"). The patient was treated with surgery (carpal tunnel syndrome operated in 2015 and 2016 and novasure on (B)(6) 2015; essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. In 2018, the insomnia had resolved. At the time of the report, the menorrhagia, metrorrhagia, hypomenorrhoea, weight increased, tinnitus, dry skin, carpal tunnel syndrome, ear pruritus, raynaud's phenomenon, incontinence, rash, acne, dyspepsia, dental caries, tooth injury, pain in extremity, hot flush, constipation, flatulence, swelling, dry mouth, mean cell volume decreased, serum ferritin decreased, vitamin d decreased and blood glucose fluctuation outcome was unknown, the candida infection had resolved and the breast pain, pruritus and paraesthesia had not resolved. The reporter provided no causality assessment for acne, blood glucose fluctuation, breast pain, candida infection, carpal tunnel syndrome, constipation, dental caries, dry mouth, dry skin, dyspepsia, ear pruritus, flatulence, hot flush, hypomenorrhoea, incontinence, insomnia, mean cell volume decreased, menorrhagia, metrorrhagia, pain in extremity, paraesthesia, pruritus, rash, raynaud's phenomenon, serum ferritin decreased, swelling, tinnitus, tooth injury, vitamin d decreased and weight increased with essure. The reporter commented: a physician sent essure removal questionnaire. Samples not available. Batch number is available. The physician has informed also valvira about this removal on (B)(6) 2018. The patient´s weight increased after hip MRI 5 kg during 6 months and 4 kg during 5 months after knee MRI and exercise and diet do not affect the weight. Reason for tinnitus is not found, first visit at doctor due to tinnitus in summer 2013. Tinnitus diagnosed on (B)(6) 2013. Novasure was performed 2015 due to very heavy bleedings. The patient had repeated candidiasis in 2015, the situation settled down but she still has occasionally itching and tingling without candidiasis. She had reflux diagnosed before essure but heartburn occurred in 2015 and she has to use continuous medication, she could not be without medication. Due to soreness/pain in breast she got referral to ultrasound examination on (B)(6) 2016, she had has pain in right breast at one point for about 6 months. Imbalance of blood sugar worsened in autumn 2017 ( fasting blood sugar has been followed up since 2008 after gestational diabetes). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2019: quality safety evaluation of ptc. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.